Event description:
The patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon revised the stem and head and replaced them with competitor implants 2 years and 7 months after the primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 october 2021: lot 178272: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.